Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified four curved openings on the patch and one linear opening on the radius. Leak test and microscopic analysis were performed which identified one sharp opening on the radius and four striated openings on the patch. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis the final assessment was: four striated openings on the patch due to surgical damage consist in the use of some surgical tool and a sharp opening on the radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reports a right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reports a deflated tissue expander of an unknown side. It is unknown if the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports a right side deflation. The device has been explanted.